Event description:
It was reported that the system 9800 intermittently displays collimator too large and collimator cal required error messages. The system needs to be reinitialized in order to recover. There was no adverse pt involvement reported. There was no pt information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated, but it was determined that a defective high voltage cable was the cause of the problem. The cable was replaced. The system was tested and found to be working as intended and placed back into service.